Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead displayed increased pacing threshold measurements of 3.5v @1.0ms. Intermittent rv loss of capture (loc) was also observed, presenting with left ventricle (lv) only pacing. An rv lead dislodgement was confirmed. An invasive revision procedure was performed and the rv lead was successfully repositioned. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that this device was explanted.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.